Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v672425, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient was doing well with no symptoms on minimal settings after battery replacement. The patient was seen by their hcp on (B)(6) 2016 for their annual check status post-battery change about 1 year ago. The patient had been doing well except for needing to increase the intensity with some discomfort at the toe region and pelvic area. The patient had no significant improvement in their urgency, urge incontinence, nocturia, and overactive bladder. The patient had some tenderness at the site of the ins placement in the right upper buttock with no discharge. The patient had a urinalysis with creatinine and had small leu and negative microscopy. The patient had a post-void residual of 16cc by bladder scan. The hcp discussed treatment options with the patient and they were aware of the need for additional surgical intervention. They discussed complete replacement of the ins and lead versus botox vs peripheral tibial nerve stimulation (ptns). The hcp would have the patient talk to the manufacturer representative in 6 to 8 weeks for reevaluation. The patient's battery was dead and the leads might have migrated and they replaced both. The ins was not working and the patient had discomfort. Seeing and feeling the ins had been resolved for about 6 months and the pain when sitting too long had not been resolved with no improvement.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had an intermittent issue at the implantable neurostimulator (ins) site since (B)(6) 2015. The patient could see and feel the ins and when they sat too long, it was painful. This was due to a sudden change in therapy or symptoms 2 to 3 months after implant. There were no falls or trauma that could be related to the issue. The patient would have an appointment in (B)(6) 2016 to have the device evaluated. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.